Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: a review of the black box indicated multiple reboots had occurred following a ¿replace battery¿ alarm on (B)(6) 2016. Visual inspection revealed the battery compartment was cracked; however the battery cap was able to secure and maintain electrical connection. There was moisture corrosion visible on the display screen. The pump was unable to power on and was unresponsive. Leak testing revealed a battery compartment leak. The pump cover was removed, revealing moisture on multiple internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the user was unable to restart the pump after a bath and that there was moisture/corrosion behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.